Manufacturer narrative:
Follow-up # 1 date of submission 07/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2013 with the following findings: during investigation, the pump was found to have a dim, discolored display screen that was difficult to read. A test screen was inserted for testing and was found to function properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated that the display screen was dimming over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.